Manufacturer narrative:
Getinge became aware of an issue with one of our table top ¿ 116030a0 - universal table top, ipc, EU used with 116001a0 - otesus or table column, stationary. During cardiac surgery, the patient slipped from the table top. The patient was not injured as the anesthetist kept him from the fall. The issue led to a 30 minutes delay. There was no injury reported due to the issue, however, we decided to report the issue based on the potential for serious injury if the situation, namely the patient falling from the operating table resulting in a delay leading to prolonged anesthesia time, were to reoccur. The information provided by the getinge technician revealed that the patient was not secured properly. In the user manual (IFU 1160.30 en 07, page 20) the user is informed that if the patient is not secured, particularly when adjusting/moving, the patient and/or their extremities may slip in an uncontrolled manner. The user should always secure the patient using suitable aids (e.g. Straps) and maintain continuous observation. In summary and as a result of performed root cause evaluation, it can be concluded that the root cause of the reported issue is user error related to the improper protection of the patient. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus was also directly involved with the reported incident. As the reported issue was caused by a user error related to the improper protection of the patient, it was considered that the getinge device was up to the specification. In the past there were no similar customer product complaints related to the same scenario as investigated here, therefore the failure ratio is (B)(4) for the issue investigated herein regarding the 116030x0 - universal table top. The failure ratio for the configuration of the 116030x0 - universal table top and 116001x0 - otesus or table column is (B)(4). We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of our table top ¿ 116030a0 - universal table top, ipc, EU used with 116001a0 - otesus or table column, stationary. During cardiac surgery, the patient slipped from the table top. The patient was not injured as the anesthetist kept him from the fall. The issue led to a 30 minutes delay. There was no injury reported due to the issue, however, we decided to report the issue based on the potential for serious injury if the situation, namely the patient falling from the operating table resulting in a delay leading to prolonged anesthesia time, were to reoccur.